Manufacturer narrative:
The device is expected to be returned; however, the device has not yet been received. A supplemental report will be submitted if the device is received. Device not returned.

Event description:
It was reported that there was damage to the usb port that caused the pump to be unable to be charged properly without the customer maneuvering the cable into the charging port at a certain angle. The customer's blood glucose (bg) level was 149 mg/dl. Reportedly, the customer continued to use the pump for insulin therapy.